Event description:
It was reported that during an af case, a map shift was seen without warning message. The map shift was approximately 5 mm. A patient movement had been observed. Both lasso and smart touch catheter shifted in same direction and the same amount of shift. Acl function was in use during the case. A reboot of the carto workstation is needed to start a new study after doing the image integration. Furthermore, the fam stops automatically during the case without any warning. The procedure was completed by rebooting and restarting fam.

Manufacturer narrative:
(B)(4). It was reported that during an af case, a map shift was seen without warning message. The map shift was approximately 5 mm. A patient movement had been observed. Both lasso and smart touch catheter shifted in same direction and the same amount of shift. Acl function was in use during the case. A reboot of the carto workstation is needed to start a new study after doing the image integration. Furthermore, the fam stops automatically during the case without any warning. The procedure was completed by rebooting and restarting fam. According to carto 3 instructions for use, when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated. It was also reported that a reboot of the carto workstation was needed to start a new study after doing the image integration. Furthermore, the fam stopped automatically during the case without warning. The workstation was replaced with another one, and as result, the problem was solved. The further investigation couldn't be performed as the replaced suspicious workstation was lost. DHR review was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
(B)(4).